Manufacturer narrative:
Additional information was received that there was no loss of ventilation. The event was not a reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to ventilate. There was no report of patient involvement.